Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased impedance measurements. Upon x-ray during a device change out, a conductor fracture was noted on the lead. It was observed that the lead was still able to capture in the lv ring to coil configuration. No adverse patient effects were reported. The lead remains in service. Additional information indicated that the pacing impedances were at 1767 ohms and that the lead fracture was located in the pocket. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.